Event description:
Dr reported events of respiratory failure, renal failure, and wound dehiscence from journal article, "predicting risk for serious complications with bariatric surgery", annals of surgery, vol.254, number 4, october 2011. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor or reporting. This medwatch represents the 3 cases of "respiratory failure", the 4 cases of "renal failure", and the unk number of cases of "wound dehiscence", which are listed in table 2 of the article.

Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported events of surgery related complication/observation as follows: "complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body." Device labeling addresses the reported event of wound dehiscence as follows: adverse events: "perforation of the stomach can occur. Death can also occur. Specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound."